Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years and four months later, removal of intracardiac inferior vena cava filter was performed for computed tomography scan demonstrating that the inferior vena cava filter had migrated in patient's right atrium. Intraoperative key findings: nice photographs were taken of the large thrombus and inferior vena cava filter, which was entirely loose, sitting in the lower portion of the right atrium with its prongs being loose in the most distal portion of the inferior vena cava. The right atrium was entered, and the large thrombus was immediately identified, and photographic documentation was taken. Now the thrombus was removed and so was the inferior vena cava filter. Therefore, the investigation is confirmed for the alleged filter migration. However, the investigation is inconclusive for the alleged filter detachment and perforation of the inferior vena cava. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, the filter allegedly detached; there was perforation of filter struts into organs, migration of the entire filter to the heart, and a thirteen inch blood clot in the patient¿s heart. Reportedly, the device and detached limbs were removed via an open chest procedure. The patient status was not provided.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Medical records review: the patient with history of recent intracranial hemorrhage with contraindication to anticoagulation and bilateral pulmonary emboli had an inferior vena cava deployed in the infrarenal inferior vena cava. Approximately eight years three months post filter deployment, the patient presented with acute cerebrovascular accident and workup demonstrated a large thrombus in the right atrium and CT scan demonstrated the ivc filter in the right atrium. A medial sternotomy incision was made and the thrombus and ivc filter were successfully removed and sent to pathology. The patient had good lv and rv function at the conclusion of the procedure and did not require inotropic support. The patient was discharged four days post hospital admission. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately eight years three months post filter deployment, CT scan demonstrated the ivc filter migrated into the right atrium. The ivc filter was successfully removed through open surgery. Therefore, based on the provided medical records the investigation is confirmed for migration of the filter to the heart. However, the investigation is inconclusive for the alleged detachment and perforation as no objective evidence was provided in the medical records to confirm these deficiencies. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. - movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Migrations of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots and /or dislodgment due to large clot burdens. Potential complications: possible complications include but are not limited to the following: - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. - movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Migrations of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots and /or dislodgment due to large clot burdens. - perforation of other acute or chronic damage of the ivc wall the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, the filter allegedly detached; there was perforation of filter strut(s) into organs, migration of the entire filter to the heart, and a thirteen inch blood clot in the patient¿s heart. Reportedly, the device and detached limbs were removed via an open chest procedure. The patient status was not provided.